Event description:
During a adrenal deprivation procedure, breakage of the pouch. It was unk if the device had been broke before use or the device broke during use. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.